Event description:
Initial report from territory sales manager, concerning an account that had just converted from using an entire fluid impervious gown to a fluid zoned impervious gown. The customer alleged strikethrough of fluid in the abdomen. A total of five incidents were reported form this hospital for the following: 1) bowel resection, 2) incision and drape (I&d) - two surgeons, 3) total hip replacement and 4) severe gunshot wound. This report is filed for no. 4 above; ms. Fitzpatrick, visited the hospital and was unable to gather additional info for this report. No bloodborne pathogen exposure was reported.